Event description:
This unsolicited device case from (B)(6) was received on 06-jan-2016 from a consumer (patient's wife). This case involves a (B)(6) male patient who had water on knees, difficulty getting up, difficulty walking, swelling on knees and pain after receiving treatment with synvisc one which worked ok but not fully (therapeutic response decreased). No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (indication, dose, batch/ lot number and expiration date: not provided) into both knees. It was reported that synvisc one worked ok but not fully (therapeutic response decreased). On (B)(6)2015, the patient received another injection of synvisc one (indication, dose, batch/ lot number and expiration date: not provided) into each knee and experienced swelling, water on the knees that required drainage and pain. It was reported that the patient experienced lots of pain which was still present. It was further reported that the patient had difficulty walking and difficulty getting up. Corrective treatment: drainage for water on knees; not reported for difficulty getting up, difficulty walking, swelling on knees and pain. Outcome: not recovered for water on knees, difficulty getting up, difficulty walking, swelling on knees and pain. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for water on knees. Additional information was received on 13-jan-2016. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 06-jan-2016 from a consumer (patient's wife). This case involves a (B)(6) male patient who had water on knees, difficulty getting up, difficulty walking, swelling on knees and pain after receiving treatment with synvisc one which worked ok but not fully (therapeutic response decreased). No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (indication, dose, batch/ lot number and expiration date: not provided) into both knees. It was reported that synvisc. One worked ok but not fully (therapeutic response decreased). On (B)(6) 2015, the patient received another injection of synvisc one (indication, dose, batch/ lot number and expiration date: not provided) into each knee and experienced swelling, water on the knees that required drainage and pain. It was reported that the patient experienced lots of pain which was still present. It was further reported that the patient had difficulty walking and difficulty getting up. Corrective treatment: drainage for water on knees; not reported for difficulty getting up, difficulty walking, swelling on knees and pain outcome: not recovered for water on knees, difficulty getting up, difficulty walking, swelling on knees and pain a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for water on knees